Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the patient coded and no alarm was generated by the device. Additional information was provided by a philips technical consultant (tc) that had gone onsite. This information indicated there was no alarm when the patient coded and that the users expected an spo2 or ECG alarm. The staff indicated there was no alarm, but resuscitation was successful. The staff also indicated the equipment did not appear to malfunction but they wanted to know why nothing alarmed. The code was witnessed by the staff and staff was in the patient room at the time of the code.

Manufacturer narrative:
The clinical audit log was reviewed by the technical consultant, revealed there were technical inoperative (inop) alarms for spo2 sensor off and cannot analyze ECG, which explained why there were no red alarms as were anticipated. Testing of the device after the event revealed no anomalies. The patient was wearing an ear sensor that may have not been seated properly causing the inop. The tc was not sure why there was a ¿cannot analyze ECG" inop. The tc performed a performance verification of the monitor and multi-measurement server (mms), and the device functioned properly. The tc produced numerous ECG and spo2 alarms and the device alarmed as expected. The computer audio was working properly, and other patients were alarming as expected. The site has not reported any other issues. We were unable to replicate the reported problem of failure to alarm. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.